Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
High threshold and low sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.